Manufacturer narrative:
Device evaluated by MFR: analysis of the pump revealed a failed lab dispense test that was above specification. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of four tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving hydromorphone (concentration: 9.4 mg/ml, dose rate: 5.0066 mg/day), bupivacaine (concentration: 8.5 mg/ml, dose rate: 4.5272 mg/day), and fentanyl (concentration: 2000 mcg/ml, dose rate: 1065.2 mcg/day) via an implantable pump for spinal pain. It was reported that the pump was replaced regarding a routine replacement and there were no issues. A normal catheter dye study oc curred pre-operation. The pump was returned to the manufacturer.